Event description:
Facility states that approx 5-8 pts have developed skin breakdown (stage 1 and stage 2) on the anterior foot area while using the foot garments over the past several months. Stated that cpms are in use in conjunction with the foot garments continuously postoperatively, and that for some pts, the velcro straps on the foot garments were criss-crossed for closure as they were too large and did not fit properly. Stated that both the fg100 and fg200 garments are used by this orthopedic unit. Also, claimed that other areas of the hospital are not experiencing this issue; however, this orthopedic unit is the main user of foot garments. Add'l model#: fg200.